Event description:
It was reported that during a follow up in clinic, loss of capture was noted. The device was unable to be interrogated and there was no magnetic response. The physician suspected premature battery depletion of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture was noted. The device was unable to be interrogated and there was no magnetic response. The physician suspected premature battery depletion of the device. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of the battery, no magnet response, and no inductive telemetry were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and the titanium case. The device was cut open to enable further testing, and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery, and resulting in the reported events. A manufacturing process anomaly consistent with a header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.